Manufacturer narrative:
The reported event of guidewire difficult to insert was confirmed. The guidewire was blocked at 45.6 cm from the connector pin. Blood was found inside the inner coil. Analysis was normal. No anomalies were found. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was unable to pass through the left ventricular lead. A new lead was used and the procedure was completed successfully. The patient was in stable condition.